Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speaker is failing" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the speaker volume which was set to low. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's speaker was failing during testing in the biomedical service department. There was no patient involvement. No additional information is available.